Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the outer insulation of the lead was damaged while cutting the sheath with scissors and became unusable. The lead was removed. No patient complications have been reported as a result of this event.